Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-9561-35s central screw and an ar-9560-24-2 baseplate disconnected. After setting the implants in the compressor, it started to make noise when spinning it down. The technician immediately stopped once the noise was heard and checked to see if the baseplate and screw were being lined up in association with the compressor. Another attempt was made, but the compressor continued to make noise. After the midline was passed, the technician tested to see if the baseplate and screw were engaged, which they were. During the last couple of turns of putting in the screw, it disconnected from the baseplate. The case was completed by removing the screw and the baseplate and using new ones. This was discovered during a rts procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or not using glenosphere forceps.